Event description:
It was reported that during a prostate procedure, at 577,110 joules of use and 78 minutes, ¿fiber expired no steam coming out; expired fiber, achievement of the limit of the temporization. Use of glycocolle during a length of time >15 mn without reactivation of the fiber." At the ¿resumption¿ of the laser, the second fiber delivered 3,000 joules of use and 3 minutes without problem; a message appeared "fiber port overheating: all the irrigations (fiber + resector) were opened. The procedure was completed with a third fiber. "No issues occurred to the patient as confirmed with customer" was reported. This report is for the first fiber used.

Manufacturer narrative:
Failure analysis for fiber model #10-2400, lot #433a,serial #(B)(4): the glass cap exhibits moderate devitrification at the output window; the glass cap appears depressed at the output area; the metal cap exhibits moderate detritus adhesion; the metal cap adhesion location exhibits burnt glue; the metal cap is loose from the glass cap. Fiber card analysis: use date: (B)(6) 2015 - 577,110 joules; the fiber card is expired ¿ mojo_timeout. Probable root cause: based on the product analysis results, the probable root cause of the fiber card failure is: undetermined.